Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported when the physician was aspirating, only air could be aspirated at the needle hub. No patient harm was reported. Another device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when the physician was aspirating, only air could be aspirated at the needle hub. No patient harm was reported. Another device was used. The patient's condition is reported as fine.

Event description:
It was reported when the physician was aspirating, only air could be aspirated at the needle hub. No patient harm was reported. Another device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned two arrow raulerson syringes (ars) for analysis. The introducer needle involved with this complaint was not returned. The customer was contacted, and they reiterated that the needle hubs were the defective component involved with this complaint. The ars samples were returned for reference only. Visual analysis did not reveal any defects or anomalies on the returned ars samples. The returned ars samples were functionally tested with a lab inventory introducer needle per the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was able to draw and aspirate water with and without the lab inventory introducer needle. No leaks or excessive air buildup was observed. Functional testing could not be performed on the introducer needle involved with this complaint as it was not returned. The module requirement document for raulerson syringes (amrq-000113 rev.03) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The issue of cracked needle hub could not be confirmed through visual or functional testing. Only ars samples were returned. These ars samples met all relevant functional requirements. A device history record review did not reveal any relevant findings. Without the defective introducer needle returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.